Event description:
It was reported by lab staff in radiology that a pt had been referred to surgery for explantation of an angio-seal. Attempts have been made to obtain add'l info. The implant, explant, and event dates are yr specific.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was not available. Based on the info rec'd, the cause for the surgical explantation of the angio-seal device remains unk.